Event description:
In a case of balloon-expandable stent implantation at the m2 segment of the intracranial middle cerebral artery (mca), when the subject stent entered the tail end of the microcatheter, significant resistance was encountered during advancement. Upon withdrawing the subject stent delivery wire (sdw), it was found that the stent had deployed. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. The introducer sheath distal tip was damaged. Unable to perform functional inspection as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'prior to the procedure, the stent/microcatheter was inspected and found to be intact and adequately flushed. Immediately after the stent entered the tail end of the microcatheter, significant resistance was encountered during advancement. Upon withdrawing the delivery wire, it was found that the stent had deployed.' Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was received in a deployed condition. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. The introducer sheath distal tip was damaged. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly as was reported in the follow-up good faith effort gfe responses. However, based on the evidence of the deformation noted to the introducer sheath, it is likely that the sheath subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rotating hemostatic valve rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the user will then experience resistance while attempting to continue to advance the stent. Continuing to advance or retract the stent can result in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the as analyzed stent deployed prematurely during use, sdw kinked/bent, stent introducer sheath distal tip damaged. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
In a case of balloon-expandable stent implantation at the m2 segment of the intracranial middle cerebral artery (mca), when the subject stent entered the tail end of the microcatheter, significant resistance was encountered during advancement. Upon withdrawing the subject stent delivery wire (sdw), it was found that the stent had deployed. The procedure was completed successfully with another device without any clinical consequences to the patient.